Event description:
Fracture of implant, we received only lower fragment.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. Information was inadvertently missed in the initial report. The information has been added to this follow-up report.